Event description:
The pt experienced withdrawal following a pump replacement. The pump showed that it was in a "shelf state" when it was interrogated the following day after the pump replacement was done. The pump was updated to 25 mg/ml at 6.4 mg/day. The pt received a 0.333 mg bolus over 5 minutes. It was noted that at that setting, when the drug in the catheter ran out, the pt would have received the sterile water from the pump for approximately 27 hours at the most. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).